Event description:
Surgeon stated that years ago he did a revision of a synex I cage and claims it was collapsed.

Manufacturer narrative:
Event reported to synthes complaint handling unit on (B)(4) 2012, initial date reported to synthes was 2008. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided. Additional information has been requested.